Manufacturer narrative:
The technician adjusted the side rail hinge protector to repair the bed.

Event description:
Information received indicates the right foot side rail will not rise into the latched position.